Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation was deflation. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a left side deflation. Device has been explanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified flat creases, black particles, and a curved opening under the plug strap. A leak test and microscopic analysis were performed which identified a sharp opening on the anterior and a void observed on the textured side of the valve side which is not considered a workmanship and within specification. The fill test inspection was performed, and the result is no blockage. Based on the device analysis, the final assessment is a sharp opening on the anterior valve bond edge due to an unidentified tear opening.

Event description:
Healthcare professional reported a left side deflation. Device has been explanted.